Event description:
It was reported that during a cryo ablation procedure, when the balloon catheter was used in the left superior pulmonary vein (lspv), a cardiac tamponade was noticed. The patient required surgical intervention to treat the tamponade and it was noted by the cardiovascular surgeon that the lower site of the lspv was split. The procedure was aborted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files did not show system notices or issues for the date of the event. There was no indication of a product malfunction, and no product was returned for investigation. A known clinical issue was encountered during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: this information is based on journal literature received. This event has occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Referenced article: ¿pulmonary vein laceration during cryoballoon ablation for the treatment of atrial fibrillation.¿ european society of cardiology. 2017. Doi:10.1093/europace/eux214. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received through a journal publication. The literature publication reported that the "laceration" reported was repaired and the pv isolation was surgically performed. The author also indicated that the balloon had a "slight distortion" of its shape, which may have caused a "false recognition" of the balloon position, and may have caused "mechanical stress of the vein wall." The article further reported that the post-operative course was "favourable." No further patient complications have been reported as a result of this event.